Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used in a procedure on an unknown date. During the procedure, the device was inflated by the clinician and noticed that the contrast was leaking from the balloon. The procedure was completed with a second cre fixed wire dilatation balloon. No further information has been obtained despite good faith efforts. The anatomy location and procedure type are unknown and is being reported as the leak may have occurred in the esophagus. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0504 captures the reportable event of a balloon leak in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used in a procedure on an unknown date. During the procedure, the device was inflated by the clinician and noticed that the contrast was leaking from the balloon. The procedure was completed with a second cre fixed wire dilatation balloon. No further information has been obtained despite good faith efforts. The anatomy location and procedure type are unknown and is being reported as the leak may have occurred in the esophagus. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0504 captures the reportable event of a balloon leak in the esophagus. Block h11: (investigation result) the returned cre fixed wire dilatation balloon was analyzed, and a visual examination did not note any damages. Functional testing of the device found the balloon had a pinhole located approximately at 62 mm from the tip of the device, which was confirmed during microscopic inspection. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon leak was confirmed. During the product analysis, it was found that the balloon had a pinhole located approximately at 62 mm from the tip of the device. The pinhole found is likely to have occurred due to procedural factors such as excess of pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during or previous to the procedure, could have caused the physical damage found on the distal section of the balloon. Therefore, the most probable root cause is adverse event related to procedure.